Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Event description:
Dismantled connection peg from spacer block to shim. Note: upon viewing the photos provided, it is apparent that a small piece of the post broke off. According to complaint analyst, this should be considered similar enough to prior reportable post fractures to make it reportable as MDR-yes. (B)(6), (B)(6) 2015.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The complaint states dismantled connection peg from spacer block to shim. Visual inspection of the returned device confirms that the one of the posts had chipped. There is no information with regard to how this failure occurred. Without further information the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion and entered into the complaints system and monitored through trend analysis. .